Event description:
A report was received that the patient was unable to fully charge her ipg. The patient's physician recommended a pocket revision as the patient is extremely overweight. During the revision, it was discovered the patient was unable to charge as the ipg had become too deep due to the fat layers. The physician elected to explant the ipg, during the removal of the ipg, the physician fractured and cut the lead. The patient's precision system was replaced and the patient is reportedly doing well.